Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients non rechargeable ipg was no longer functional after receiving an end of life (eol) message. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1140 (sn:(B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients non rechargeable ipg was no longer functional after receiving an end of life (eol) message. The patient underwent an ipg replacement procedure.